Event description:
Customer received varied results for multiple assays involving an unknown number of patient samples. The following two patient examples were provided. Initial albumin result 0.02, repeat in 2009, gave 4.60 g per dl. It is unknown if the results were reported. Customer stated no one had called about any of these patient results and she had no heard of any adverse affects to the patients.

Event description:
Customer received varied results for multiple assays involving and unknown number of patient samples. The following two patient examples were provided. Tested 2009, initial ast result 5.9, repeated twice 2009, gave 13.5 and 18.0 u per l; initial alt result, tested 2009, gave 5.0, repeated twice 2009, gave 27.2 and 18.8 u/l. It is unknown if the results were reported. Customer stated no one had called about any of these patient results and she had not heard of any adverse affects to the patients.

Manufacturer narrative:
The field service representative was unable to determine the cause, but noted he checked sampling, reagent dispense and washing of cells. He also ran check test that was within specification and advised account to check water supply.